Manufacturer narrative:
(B)(4), additional information:a review of all batch record documents for potentially associated lot number: h12k08023 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A review of all batch record documents for potentially associated lot numbers: h13a13014, and h12k27049a with no issues noted during the manufacturing process. An exception was noted for the batch but does not indicate any issues related to the complaint.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause was unknown. The patient was hospitalized and was treated with intravenous and oral antibiotics. Seven days later, the patient was discharged from the hospital. The patient recovered.